Event description:
Strips are not available for return, replacement sent. Caller reported inform blood glucose result of 538 mg/dl, lab result of 217 mg/dl. Lab sample was drawn within 10 minutes of the inform test. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.